Event description:
Related manufacturer reference number: 2017865-2023-24944 it was reported that the patient presented for a procedure. Upon interrogation, it was noted that the the pacemaker and the right atrial lead exhibited noise oversensing which resulted in inappropriate mode switch. The pacemaker was explanted and replaced. The physician attempted to revise the lead however the patient did not have any open veins, hence the lead remained implanted. The patient was stable.